Event description:
Customer reported that the filtered extension set has cracked at the green plastic port while hyperalimentation was infusing. The tubing was less than 24 yrs old. No pt injury was reported.